Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter ECG waveforms disappeared when testing it on a simulator during preventative maintenance. They tried changing the leads, but the issue persisted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: org: model#: org-9110a, serial#: ni, device manufacturer data: ni, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the transmitter ECG waveforms disappeared when testing it on a simulator during preventative maintenance. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitter ECG waveforms disappeared when testing it on a simulator during preventative maintenance. They tried changing the leads, but the issue persisted. Not in patient use. Investigation summary: the reported issue could not be duplicated or confirmed. As such, a definitive root cause cannot be determined. Upon evaluation from the repair center, the unit had no signs of fluid intrusion or damage. The reported complaint could not be duplicated; however, after overnight testing, the unit showed high noise interference on the resp line. We have identified several potential issues related to ECG leads, including incorrect settings, poor connections, lead dislodgment, damage, or user error. Temporary battery electrostatic discharge may cause inaccurate waveforms. Always ensure the battery cover is replaced before use, as improper lead placement can lead to errors. The mobile design of the telemetry device increases the risk of impact damage during transport, which can affect functionality. Damage may occur to external features like handles, cords, screens, and other components. Excessive force to the zm case from drops may damage internal parts, potentially leading to device failure. The zm telemetry device is not shockproof or waterproof, and water ingress may also cause failure. A serial number review of the reported device (model: zm-531pa, serial number: (B)(6) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: org: model #: org-9110a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #:(B)(4) returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the transmitter ECG waveforms disappeared when testing it on a simulator during preventative maintenance. Not in patient use.